Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using day aligners, the patient's top liners were still a little loose and would like the teeth next to the front teeth a little closer. Additionally, sensitivity and chipping were also noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.